Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia with blood glucose value of 596mg/dl. The customer was treated with insulin pump and manual injection for high blood glucose level. Customer declined to troubleshoot for high blood glucose value and no deliver alarm and display issue. The device will be returned for analysis.